Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation.

Event description:
Medical records were received from the patient's treatment facility and the peritoneal dialysis (pd) patient developed an inguinal hernia (exact date not specified). Follow-up with the patient's nurse confirmed hernia repair was done shortly after peritoneal dialysis was started.

Manufacturer narrative:
Corrected data: was updated to reflect corrected data for this reported event. The event date reflects the best estimate date.

Manufacturer narrative:
The complaint device is unavailable for failure analysis investigation and the serial number is unknown. All device history records are reviewed and released according to release procedure, a device is not released if it does not meet requirements or is nonconforming.